Event description:
Ous MDR - it was reported that oversensing on the vd channel without inappropriate therapy was detected via homemonitoring. No adverse patient side effects were reported. The lead remains implanted. Brady channel is inactive.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available data confirmed the presence of artifacts in the rv channel, which led to the detection of vf episodes. No shocks were delivered. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.